Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 7fr ik sheath and packaging were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The sheath is separated 2.8-3cm from the sheath hub. The broken end of the sheath is torn and stretched. The complaint can be confirmed for a sheath separation. With limited information, the exact root cause cannot be determined. The likely root cause is the sheath was withdrawn in the face of resistance based on the state of the returned sample. The end of the sheath is stretched and torn likely due to pulling the sheath until it separated. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: (B)(6). The actual device has been returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 7fr sheath was used and a perclose was used at the end of the case. The sheath broke and only approximately 1in of the sheath with the hub attached is being returned as that is what came out of the patient. The other 24cm was left in the patient. They left ep and were sent up to the cath lab to have it removed. All was successfully removed from the patient.